Event description:
It was reported that while in the ICU-b the intra-aortic balloon (iab) was inserted via a sheath into the pt's right femoral artery. Immediately after the iab was inserted, the balloon was found to be "defective as it was not augmenting properly." As a result, the iab was exchanged. The second iab worked well with the same pump. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in iabp therapy. There was no pt complications and the pt received iabp therapy. Pump strip were not generated. X-rays were performed, the findings: pulmonary edema. Per the md the x-ray is available for review. The pt expired after 24 hours of iabp therapy and according to the chief cardiologist the pt's death was due to multi organ failure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.